Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Inappropriate ams due to far-r oversensing was observed. Programming changes were made. Further actions will be discussed with the physician.